Event description:
There was an allegation of questionable elecsys toxo igm assay results for two patient samples tested on a cobas e 411 analyzer (rack system). Sample 1: the initial results were consistently positive. The sample was sent to the external service lab and tested on a liaison system, which yielded negative results. Sample 2: on (B)(6) 2026, the initial results were consistently positive. The sample was sent to the external service lab and tested on a liaison system, which yielded negative results. During the (B)(6) 2026 test, it was confirmed that the quality control was not performed.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.